Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was working fine at the start, advanced at the same time and stopped working and remained locked. It was stuck at firing position. There was no patient injury.